Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: a retrospective analysis of standardized gradient calculations for evaluating patient¿prosthesis mismatch following mechanical aortic valve replacement.

Event description:
The article, "a retrospective analysis of standardized gradient calculations for evaluating patient¿prosthesis mismatch following mechanical aortic valve replacement", was reviewed. The article presented a retrospective, single center study to calculate preoperative and postoperative standardized transvalvular gradients in patients undergoing mechanical avr and compare these standardized values with conventional transvalvular gradient measurements. Devices included in the study were abbott masters hp mechanical heart valve and abbott regent mechanical heart valve. The article concluded standardized gradient calculations provide a more objective, reliable, and patient-specific assessment of prosthetic valve function by minimizing interpatient variability. This approach improves the detection of patient¿prosthesis mismatch and optimizes postoperative hemodynamic evaluation, potentially leading to better prosthesis selection and surgical decision-making. [The primary and corresponding author was muhammet fethi saglam, department of cardiovascular surgery, faculty of medicine, ankara yildirim beyazit university, 06000 ankara, türkiye, with corresponding email: dr.m.fethisaglam@gmail.com] the time frame of the study was from 2019 to 2024. A total of 115 patients were included in the study, of which 85 received an abbott device. The average age was 55.25 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, chronic kidney disease, and chronic obstructive pulmonary disease.

Manufacturer narrative:
Summarized patient outcomes/complications of a retrospective analysis of standardized gradient calculations for evaluating patient¿prosthesis mismatch following mechanical aortic valve replacement were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic kidney disease, and chronic obstructive pulmonary disease. Some of the complication reported was death; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: a retrospective analysis of standardized gradient calculations for evaluating patient¿prosthesis mismatch following mechanical aortic valve replacement.